Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and uterine haemorrhage ("irregular uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced the first episode of back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night"). On (B)(6) 2015, the patient experienced the second episode of back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge"). On an unknown date, the patient experienced menorrhagia ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, the last episode of vaginal discharge, rash and arthralgia had not resolved and the uterine haemorrhage, pain in extremity, adnexa uteri pain, pelvic pain and the last episode of back pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, dyspareunia, fatigue, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, the first episode of back pain, the first episode of vaginal discharge, the second episode of back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: normal. Ultrasound pelvis - on (B)(6) 2010: thickening of the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including pelvic inflammatory disease and irregular uterine bleeding. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Bleeding and menstrual disorders are common in women of reproductive age and may have multiple causes. In this case, the plaintiff complained of uterine bleeding since the essure insertion procedure and she was diagnosed with pelvic inflammatory disease 2 months after device insertion. This case was regarded as a incident due to the serious injury reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine haemorrhage ('irregular uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test." The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), 2 months 31 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night\chronic pain"). On (B)(6) 2015, the patient experienced low back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge\vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods\menorrhagia (heavy menstrual bleeding)"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes"), arthralgia ("joint pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("infection (bladder/ urinary/ vaginal):bladder infection"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, the last episode of vaginal discharge, rash and arthralgia had not resolved and the uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, adnexa uteri pain, pelvic pain, low back pain, metrorrhagia, cystitis, weight increased, nausea, vaginal haemorrhage, infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of vaginal discharge, low back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Received treatment for pain-chronic pain. Discrepancy noted in essure insertion date 2010. Current weight:180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram - on (B)(6) 2010: results: normal. Ultrasound pelvis - on (B)(6) 2010: results: thickening of the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received events " abnormal bleeding(vaginal), infection (other), stomach pain" were added. Reporter information and patient demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine haemorrhage ('irregular uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), 2 months 31 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night\chronic pain"). On (B)(6) 2015, the patient experienced low back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge\vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods\menorrhagia (heavy menstrual bleeding)"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes"), arthralgia ("joint pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, the last episode of vaginal discharge, rash and arthralgia had not resolved and the uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, adnexa uteri pain, pelvic pain, low back pain, metrorrhagia, cystitis, weight increased and nausea outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, weight increased, the first episode of vaginal discharge, low back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Received treatment for pain-chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: normal. Ultrasound pelvis - on (B)(6) 2010: results: thickening of the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events-device monitoring procedure not performed, general abnormal bleeding, metrorrhagia, bladder infection, nausea, weight gain, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine haemorrhage ("irregular uterine bleeding"), 2 months 31 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night\chronic pain"). On (B)(6) 2015, the patient experienced low back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge\vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("unusually heavy menstrual periods\menorrhagia (heavy menstrual bleeding)"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes"), arthralgia ("joint pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("infection (bladder/ urinary/ vaginal):bladder infection"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of sterilization coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, the last episode of vaginal discharge and vaginal haemorrhage had resolved, the uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, adnexa uteri pain, low back pain, metrorrhagia, cystitis, nausea, infection and abdominal pain upper outcome was unknown, the menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, rash and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of vaginal discharge, low back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Received treatment for pain-chronic pain. Discrepancy noted in essure insertion date 2010. Current weight:180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram - on (B)(6) 2010: results: normal. Ultrasound pelvis - on (B)(6) 2010: results: thickening of the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet and medical record received. Reporter information, patient demographic information updated. Outcome of events vaginal haemorrhage, pelvic inflammatory disease changed from ¿unknown¿ to ¿recovred/resolved¿. Outcome of event ¿weight gain¿ changed from ¿not recovered/ not resolved¿ to ¿recovering/resolving¿.seriousness criteria (medically significant) of event genital hemorrhage and irregular uterine bleeding were removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine haemorrhage ("irregular uterine bleeding"), 2 months 31 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night\chronic pain"). On (B)(6) 2015, the patient experienced low back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge\vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("unusually heavy menstrual periods\menorrhagia (heavy menstrual bleeding)"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes"), arthralgia ("joint pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("infection (bladder/ urinary/ vaginal):bladder infection"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of sterilization coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, the last episode of vaginal discharge and vaginal haemorrhage had resolved, the uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, adnexa uteri pain, low back pain, metrorrhagia, cystitis, nausea, infection and abdominal pain upper outcome was unknown, the menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, rash and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of vaginal discharge, low back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Received treatment for pain-chronic pain. Discrepancy noted in essure insertion date 2010. Current weight:180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram - on (B)(6) 2010: results: normal. Ultrasound pelvis - on (B)(6) 2010: results: thickening of the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and uterine haemorrhage ("irregular uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with parametritis, abdominal pain, flank pain and endometrial thickening. On (B)(6) 2011, the patient experienced the first episode of back pain ("back pain") and the first episode of vaginal discharge ("vaginal discharge"). In 2014, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced adnexa uteri pain ("pain in her ovaries"). On (B)(6) 2015, the patient experienced pain in extremity ("left flank pain that radiated to her left leg"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain that radiated to her lower back which worsened at night"). On (B)(6) 2015, the patient experienced the second episode of back pain ("lower back pain") and the third episode of vaginal discharge ("clear vaginal discharge"). On an unknown date, the patient experienced menorrhagia ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dyspareunia ("painful intercourse"), rash ("rashes") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, fatigue, alopecia, teeth brittle, dyspareunia, the last episode of vaginal discharge, rash and arthralgia had not resolved and the uterine haemorrhage, pain in extremity, adnexa uteri pain, pelvic pain and the last episode of back pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, dyspareunia, fatigue, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, the first episode of back pain, the first episode of vaginal discharge, the second episode of back pain, the second episode of vaginal discharge and the third episode of vaginal discharge to be related to essure. The reporter commented: plaintiff has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes itchiness, redness and rashes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: normal. Ultrasound pelvis - on (B)(6) 2010: thickening of the endometrium. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including pelvic inflammatory disease and irregular uterine bleeding. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Bleeding and menstrual disorders are common in women of reproductive age and may have multiple causes. In this case, the plaintiff complained of uterine bleeding since the essure insertion procedure and she was diagnosed with pelvic inflammatory disease 2 months after device insertion. This case was regarded as a incident due to the serious injury reported. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.